Event description:
The following was reported: "8404bxc was reported with intermittent flickering light." No negative impact in state of health reported.

Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated but not yet begun. The investigation will be performed by a designated karl storz employee.the event is filed under internal karl storz complaint ID: (B)(4).